Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the power cannot be turned on due to a failure of the power supply unit or a contact failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was likely due to the power supply unit being defective, and the power switch being dirty. In addition to what¿s reported in b5, the following nonreportable malfunctions were found: due to the lamp being worn out the light is poor, a foreign lamp with more than 300 hours of operation was installed, the front panel was cracked and broken, the connector was worn out, there was a break in the light channel and corrosion on the socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that there was no power supply on the evis exera iii xenon light source, and switching was not possible. The issue occurred during preparation for use. There were no reports of patient harm associated with this issue.